Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 117," and "bridge test failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.